Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx2 bifurcated and a suprarenal aortic extension were implanted to treat an abdominal aortic aneurysm. The patient presented with an aortic rupture approximately 2 years post implant. A re-intervention was performed on (B)(6) 2018 where the afx stent graft was successfully relined with a cook zenith graft. The patient is reported as doing well and as of (B)(6) 2018 and remains in the hospital. As of the date of this report, there have been no additional patient sequelae reported.